Event description:
It was reported that t:slim x2 pump battery would not charge, with no power source alert noted in pump history despite use of tandem charging cable and wall adapter, and customer confirmed no charging symbol appeared even after trying another cord and charging port. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to plug wall adapter into a known working outlet for at least 30 minutes, to continue using current pump until power ran out with a backup plan in place, and to allow pump battery to fully deplete before returning it; pump was confirmed in warranty, replacement pump was arranged with serial number documented later, shipping address was confirmed, and customer was instructed to return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.